Event description:
During a routine tonsillectomy and adenoidectomy, a pt received a cautery burn to the right oral commisure. The burn left a small discolored area in the right corner of the mouth. Plastic surgery was consulted to evaluate the burn. Their decision was to wait and see how well the injury heals before deciding whether any corrective surgery is necessary. The surgical residewnt reported that, after observing the burn, he noted that the insulating sleeve on the electrode blade had not been pushed all the way in. Testing by clinical engineering showed that it is definitely possible to produce significant rf leakage at the junction of the pencil and the electrode blade if it is not fully inserted into the pencil. Add'l testing showed that leakage can still occur even if the blade is fully inserted and a conductive fluid (such as d5w) is poured over the pencil and blade junction.